Manufacturer narrative:
Additional information: four pictures were received; no discrepancies are visible related to the issue reported. One sample was received for evaluation. Visual inspection of the pump found a kink on the pump tube. The device then underwent functional testing-was connected to a hydrostat vessel. Fluid noted to pass through with some resistance. Once connected again to the pump, it could be primed without difficulty. No discrepencies were detected-whole set able to be primed. The reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd administration set was not delivering medication. The reporter indicated that per nurse, the patient had not received any medication for hours. Subsequently, the tubing was changed out then medication was able to be infused without an issue. No patient consequences were reported. No adverse effects were reported.